Manufacturer narrative:
Patient identifier: multiple = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. This event is also being reported for a second suspect medical device under manufacturer report number 3008344661-2019-0004. An investigation was performed for the customer issue and included a review of the complaint text, search for similar complaints, trending report review, historical performance review, and a review of product labeling. Ticket searches determined normal complaint activity for the lots. Trending report review determined there are no non-statistical or adverse trends. World wide data was reviewed and determined the patient median result for the lots is comparable with all other lots in the field. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported multiple(B)(6) results when processing on the architect i2000sr. The following data was provided: (B)(6). The samples were retested again after centrifugation and the results were (B)(6), respectively. Additional (B)(6) results that were (B)(6) were provided for sids (B)(6), respectively. The customer also provided additional testing results for sids (B)(6), respectively, for the following tests: (B)(6). No units of measure were provided. No impact to patient management was reported.